Event description:
The patient was admitted to bone marrow transplant unit on (retracted date). New IV lines were made with a quad fuse that had bonded chemolock on one arm. Nurse found the luer lock had disconnected from the quad fuse. The luer lock remained on the patient's microclave cap closest to the patient while the quad fuse was laying on the bed. There was some blood loss. The nurse was unsure of the amount of the blood loss. Manufacturer response for medication transfer set, 10" (25 cm) appx 2.6 ml, ext set, quadfuse with 4 clave chemolock ports (per site reporter).